Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 436 mg/dl at the time of incident and the current blood glucose of the customer was 311 mg/dl. Customer reported other blood glucose values were 419 mg/dl and 312 mg/dl. Customer stated that they alleges insulin pump was under delivering due to trigger an alarm if it detects a blockage preventing the flow of insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer assisted with performing the high pressure test and test was passed. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.